Manufacturer narrative:
A visual examination of the returned device revealed that the device was half deployed and there was a kink in the control wire near the handle. The clip assembly was deployed and not returned with the device. The sheath grip/over sheath was also missing and not returned with the device. The yoke, still attached to the control wire, was then actuated several times and deployed as designed. The complaint description corresponded with the complaint analysis; therefore the most probable root cause is that the complaint was "user error." A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on a male patient the day before (patient age and weight unknown). According to the complainant, during preparation, the physician went to open up the clip and there was no clip on the end. This event happened outside of the patient. The procedure was there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.